Event description:
Customer called to say her blood glucose levels (bg) have been elevated over the previous two days before the pod alarmed. Her bg ranged between 182-480 mg/dl before the pod alarmed. No further issues were identified.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.